Event description:
It was reported that (1) device was used during a video assisted wedge resection. It was reported by the affiliate that the tsb45 instrument release was hard after firing. It took about 20 minutes to release the instrument, but could finally open after rotating the shaft (no problems with cutting or stapling). No further consequence to the pt.